Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per subsequent e-mail it was noted, no medical/clinical documents nor the explant are available. It is also noted, ¿the surgeon stated that the devices were not defective.¿ smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to traumatic injury, joint tightness, fit/sizing issue or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after a uka, was performed in an unknown date, the patient experienced pain and loosening of the implant. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. The surgeon stated that the devices were not defective, however details about the surgery are unknown. During the surgery the journey uni knee fem comp was explanted and a legion femoral component was implanted. The patient outcome is unknown.